Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet following breakfast despite recorded insulin dosing, with a highest blood glucose of 371 mg/dl and system high-glucose alerts occurring for over 90 minutes; the user changed the infusion set per troubleshooting guidance and observed a straight cannula, and a replacement order was issued. Symptoms included elevated blood glucose without associated acute symptoms. Outcomes included temporary impairment requiring additional time and effort to troubleshoot but no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy; a companion assisted as an extra set of hands. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia. It was concluded that the event was attributable to hyperglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.